Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. This event was reported under mw5095641. (B)(4).

Event description:
During a coronary procedure, multiple attempts were made to place a stent in the right coronary artery (rca), however the stent remained under-expanded. A viperwire guide wire and orbital atherectomy device (oad) were selected for treatment of a calcified lesion proximal to the stent. The guide wire was advanced through the under-expanded stent. Orbital atherectomy was performed for two treatment passes proximal to the stent and the oad was removed. Attempts to exchange the viperwire through a balloon were unsuccessful, and a non-csi wire was inserted and advanced to the viperwire. Staining was observed during advancement, and an echocardiogram was performed, which was negative. There was no evidence of a perforation. Balloon inflations were performed and the viperwire was pulled back to the area of severe stenosis, however the guide wire appeared stuck. Imaging was performed, and it appeared that the viperwire was subintimal behind the stent, likely due to the guide wire being pulled and getting stuck under the edge of the stent. Multiple balloon inflations were performed around the area to remove the stuck guide wire, and a stent was deployed over the segment, however, the tip of the wire fractured as a result of the balloon inflations. The fragment was approximately 2.5 cm in length. Attempts to retrieve the fragment with a snare and non-csi catheter were unsuccessful. An intravenous ultrasound was performed, it confirmed that the fragment was intraluminal, distal to the stent. The decision was made to leave the fragment in vivo, and three stents were placed over the fragment to secure it against the vessel wall. Timi 3 flow was maintained in the distal vessel. The patient tolerated the procedure well and was discharged the same day. The patient was doing well one-week post procedure.